Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ping meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at around 9:00-9:15 pm. An hour before the alleged issue began, the patient claimed that he had developed symptoms of sweating, dizziness, and nausea. The patient denied that he received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the unresolved power issue. There is no evidence, however, that the alleged issue contributed to the patient's symptoms/injury. The patient's reported symptoms developed before the alleged power issue began. The patient also denied receiving treatment as a result of the alleged issue.